Event description:
It was reported that pump experienced malfunction alarm malf 12 with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.